Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during an unspecified surgery, a strong burning scent that resembled burnt plastic began to fill the operative room. The scent was reported to have come from a mentor psi-tec iii aspirator, 110v device. The device was immediately turned off and taken out of use. After the device had been off for about 15 minutes, it was reported that the smell disappeared, indicating that the smell did come from the device. There was no procedural delay and no patient consequence.

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that there was a burning smell while the unit was in use. During evaluation of the sample, minor scratches on unit were observed. The unit was run for 30 minutes under load and could not identify a burning smell. The testing of the unit was completed per the service manual. Additional issues for the enclosure, screws, label type b on applied part, no sitting label and vacuum gauge were replaced. The unit has passed all functional tests and is fully operational. A manufacturing record evaluation (mre) was performed for the finished device with serial number (B)(4), and no non-conformances related to the reported complaint were identified. The reported complaint for burning smell was not confirmed. The product has passed the in-process, final, safety tests and is guaranteed to meet the strict manufacturer's specifications. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).